Event description:
It was reported that the patient presented with visible muscle/pocket stimulation. Interrogation revealed a right ventricular (rv) lead warning with a polarity switch, and low impedance levels. The physician thought there may be insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: sedr01, ipg; implant: 2007-(B)(6). (B)(4).